Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The customer shipped the device to bench repair. The bench repair technician reported that no ECG strips were available. However, an electronic and hard-copy of the full event summary were available. The device status log (dsl) was supplied with particular reference to "charge / shock failure - therapy pca (runtime). Also, in the dsl event summary data by time (14.29 through¿ 14.30) it was noted that 150 joules was selected 5 times and subsequently disarmed (disarm / auto) after 3 seconds on each occasion. The device was in manual defibrillation mode. The therapy pca was replaced and the device passed all performance assurance testing and was returned to the customer ready to be placed back in service. This was a malfunction of the therapy pca. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
It was reported to philips that the device failed to shock the patient with multiple attempts. On (B)(6) 2018 from 1:42 pm to 3:05 pm, the device was used by emergency medical service (ems) responders to treat a patient that had fallen down a flight of concrete stairs. The patient suffered extensive head trauma and due to massive blood loss, additional patient characteristics were reported as unknown. The scene was complicated by the patient's blood loss and had extensive contamination. Additional patient data was requested but not provided. The responder attempted to use the device several times but the unit failed to deliver a shock. An alternative device was provided by a local resource and a second ems crew was mobilized to the scene. The patient expired. The clinical governance manager, scottish ambulance service, confirmed that the death was attributed to the head trauma and blood loss and not attributed to the device behavior.